Manufacturer narrative:
Cont. H.6. Health effect- f15 recognized device or procedural complication, f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Photo analysis visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported capsular contracture baker grade IV and calcification diagnosed by ultrasound. This relates to the left device. The device has been explanted and replaced.

Event description:
Physician reporting capsular contracture baker grade IV, calcification and ''moderate fibrocystic breasts'' diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This relates to the left device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ deformation observed. ¿ crystalline observed. ¿ white calcification on the surface of the shell.